Event description:
The report received from the affiliate indicated that black foreign matters were found inside of the sterile pouches in (B)(4)/14145393 and (B)(4)/14026225, and the blue foreign matter was found inside of the sterile pouch in (B)(4)/14137875 during the incoming visual check process at (B)(4) plant, (B)(4). The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. The actual products had no damage. There were no anomalies except for foreign matters. They were not shipped out of (B)(4) warehouse and not clinically used. The products were neither re-sterilized nor re-packaged.

Manufacturer narrative:
This device is available for testing and eval, but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following mfg numbers: 9616099-2009-01677 and 9616099-2009-01679.